Event description:
Reporter alleged discrepant blood glucose results of 68, 77, 101, hi, and 337 mg/dl, when all tests were performed within 10 minutes apart on the aviva system. The location of the testing was not provided. As a result of the comparisons, customer stated having a snack and begun to feel better 20 minutes later, however, did not specify whether he was having high or low glucose symptoms at the time. No other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.